Manufacturer narrative:
According to the incident report, the needle broke during an biopsy. The patient had hard bones and during the procedure a part of the needle brooke off. As a result of this the patient suffered more pain and a new biopsy was performed. The report states that the reported device was thrown out after the procedure. Since the device has not been returned, ranfac does not have the ability to analyze the device for any manufacturing defects. The complaint log has been reviewed, and this is the only complaint for the needle breaking.

Event description:
Per complaint from (B)(6); the patient has very hard bones and since the biopsy must be freed makes it very painful to the patient. It shows that the part of the bone marrow needle, which must extract biopsy is rotated around itself. I.e. The needle not been strong enough to be able to withstand the harsh bones. The cannula is unfortunately also been thrown out after the event.